Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for three patients. The samples were repeated on a cobas c501 analyzer. Of the data provided, only the sodium results were discrepant. Patient sample 1 initial result was 151 mmol/l and the repeat result was 133 mmol/l. Patient sample 2 initial result was 153 mmol/l and the repeat result was 135 mmol/l. Patient 3 had two separate samples drawn. For the first sample, the initial result was 161 mmol/l with a data flag twice and the repeat result was 140 mmol/l. For the second (redraw) sample, the initial result was 161 mmol/l with a data flag. The repeat result from the same analyzer was 162 mmol/l with a data flag and from the cobas c501, the repeat result was 142 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found salt bridges from the reference electrode to the acrylic block. He cleaned all electrodes and acrylic blocks, cleaned the sub-assembly and replaced the sipper tubing and pinch tubing. The customer requested the reference electrode be replaced. He performed precision checks and the customer performed qc with all results meeting specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.